Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture and abutment loss (specific date not reported). A revision surgery is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.